Event description:
The device components were received for investigation on 22nov2024. During investigation on 10dec2024, it was revealed that the power supply had frayed/exposed wires. The power cord was undamaged.

Manufacturer narrative:
One cardiomems patient electronic system power supply and power cord were received for evaluation. Visual inspection verified the power supply's wires were exposed. The power cord was undamaged. The reported event was visually confirmed.

Event description:
The patient reported exposed and frayed wires of the power cord. The power cord and power supply were replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.